Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2008. Concomitantly the patient had a sling procedure and enterocele repair. It was reported that postoperatively the patient developed a urinary tract infection the following month. As a result, the patient was placed on cipro 500mg twice a day for seven days. The outcome is listed as resolved.

Manufacturer narrative:
Date sent to the FDA: urinary tract infection occurred - conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.